Event description:
It was reported from a foreign source that the "device was not shocking" and the patient required external defibrillation which was unsuccessful. The patient expired. No further information is available and it is unknown if the device will be returned.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.